Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). H4: the lot was manufactured between october 3-4, 2024. The actual device was received for evaluation with no fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rates were found to be within the product specification range. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor over infused medication during infusion. The device was prefilled with fluorouracil and was expected to infuse over 46 hours; however, it was observed that the device almost entirely infused within 24 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.